Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet bionic pancreas with a dexcom g7 cgm after eating throughout an event without announcing meals, and the user had been on the pump for two days and was still learning its use. Symptoms included elevated blood glucose readings described as ¿high¿ for approximately four hours, with the user feeling okay and without acute illness. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education on meal announcement and expectations for correction-only insulin delivery. Investigation of this case revealed user-related use error due to missed meal announcements, with the device and sensor functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was improper use related to missed meal announcements.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.